Event description:
It was reported that, "revision of restoration adm cup due to disassociation b/w 28mm head and poly liner. Liner had to be removed with a rongeur due to lack of mobility. Note the rongeur gouge in the rim of the liner. Liner would not rotate in every direction freely. (This is a problem unrelated to the user of the rongeur)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.